Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was rebooted during the service call. The system was found to be working and put back into service.

Event description:
It was reported the system displayed an error that required a reboot to restore functionality. There was no patient injury or death reported.